Event description:
Customer reported that while changing the infusion set and cartridge his insulin pump alerted him that the cartridge was empty. During the priming process, no insulin was initially delivered, but after replacing the cartridge again, the issue was resolved. On a subsequent occasion, customer experienced an alert related to possible disruption in insulin delivery due to a suspected kink, which was not evident upon inspection. The issue repeated, prompting him to replace both the cartridge and infusion set again, which resolved the problem. There was no adverse impact to customer's blood glucose level. No additional action was required as the issue was resolved.